Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was discovered that "there was a problem with the rotation" of the compact speed reducer device. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. This was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.